Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable defib lead, (B)(6) 2013; 4574, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient felt "syncopy" one experience right after another during the day. It was thought that the patient became syncopal during left ventricular capture management (lvcm). The device remains in use. No patient complications have been reported as a result of this event.